Manufacturer narrative:
(B)(4).

Event description:
Consumer complaint of about high blood results. Customer normally ranges around 100mg/dl two hours after meals. Based on parkes error grid analysis, the bias between the highest result in memory performed 2 hours after a meal (229) and the lowest normal result (110) is located in zone c. No adverse event reported.